Event description:
After symptoms of a stroke on (B)(6) 2006, it was suggested, after an echo with a bubble study, that I have the cardioseal implant to possibly prevent further stroke. After a carotid doppler, echo with bubble study, and tee to verify size of atrial septal defect, I underwent cardioseal placement on (B)(6) 2006, at (B)(6) hospital, (B)(6), by dr. (B)(6). Two days following the implant, I lost vision in my right eye for 30 minutes; so, after a follow up appointment with dr. (B)(6), I was placed on lovenox initially, as well as coumadin, assuming that this was due to clots on the implant following surgery. Within a week following the implant, I was experiencing extreme facial edema after sleeping. It would subside in approximately 30 minutes to an hour after I was up and ambulating. I once again contacted dr. (B)(6) office, as I was also experiencing palpitations and tachycardia. I visited his pa, once again, as dr. (B)(6) was apparently never available. I was prescribed a holter monitor and went through coagulation testing, which was never done prior to my implant. All of these examination came back unremarkable. At the end of (B)(6) 2006, I was admitted to (B)(6) hospital through their emergency room for tachycardia -130 to 150 beats per minutes- and chest pain. This also proved to be undiagnostic and written off by ER physician there as stress and I was prescribed paxil and buspirone. I continued to experience palpitations, tachycardia, and daily extreme facial edema. This also was accompanied by lack of ability to do physical activity without chest pain and breathing problems. I also suffered from fatigue and a general unwell feeling. Finally, after much frustration and several other encounters, including a venous study which included an overnight stay so the edema could be witnessed, visits to many doctors including a rheumatologist, internal medicine doctor, local doctors, dr. (B)(6) pa, etc., dr. (B)(6) suggested he could do nothing further and that this could not be cardiac related and his only option was to send me to the (B)(6) - his reference to (B)(6) clinic in (B)(6)-. Once last hope prior to this trip, I also visited an allergist who suggested that he believed my discomfort was related to my recent implant, including possibly an allergy to it, and made immediate arrangements for me to be seen there. I visited (B)(6) clinic 3 times and after being ruled out for any other possible illness, including onset of a auto-immune disease, I ran out of the financial resources to continue my pursuit of return to my pre-surgery state of well being. I have continue to have unexplained facial edema, occasional events of tachycardia, breathing and chest pain concerns, that have be examined and have not been emergent problems, but still completed changed my daily living from prior to this surgery.